Manufacturer narrative:
Additional information: b5, b7. B5: upon follow up, it was reported that on an unknown date, the patient recovered from peritonitis event and the patient discontinued pd therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with cefoperazone and sulbactam (15gm, twice a day, "dialysis", discontinued) and vancomycin (0.5gm, daily, discontinued after 7days) for peritonitis.. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.